Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that after a carotid stent was placed, the solitaire x caught on to the carotid stent and fractured. The solitaire x was left in the anatomy (neck area). This event occurred during a thrombectomy, where a carotid stent was placed to obtain access. The solitaire x on retrieving, it caught on the carotid stent, fractured and broke staying in the neck.

Manufacturer narrative:
A2. Age at event: additional information a3. Sex: additional information b3. Date of event: additional information b5. Desc evt problem: additional information g4. Date manufacturer received: additional information g7. Type of report: additional information h2. Follow-up type: additional information h10. Additional manufacturer narrative: additional information: received additional, information described in section b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Received additional information: the date of the event was on (B)(6) 2019. The patient was reported to have been asymptomatic post the procedure. The vessel was revascularized as the physician was able to gain access through the solitaire x 6x40. An alternative stent was deployed to the thrombus location and vessel revascularized. The patient¿s current medical condition is not good. The patient is a 70-year-old, male. There will be no attempts to remove the solitaire from its current location. The patient was diagnosed with stenosis proximal to the thrombus site. There was no torquing. The physician applied traction once, he felt resistance and the solitaire detached. The physician is unsure and could not confirm if the microcatheter tip covered the solitaire device proximal marker during the attempted retrieval. The physician unsure of the characteristics of the clot but thinks it was soft. The vessel anatomy was moderate in tortuous.

Manufacturer narrative:
Updated sections: d4: device information. D10: device information. G3: device information. H2: device information. The device has been received. However, the device analysis has "yet" not began. A supplemental report will be provided, when the device analysis has been completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information: the patient is doing okay. The patient was transferred back to the referring hospital.

Manufacturer narrative:
H10. Additional manufacturer narrative - additional information, device evaluation analysis found the solitaire x pushwire was returned without the stent. No bends or kinks were found with the solitaire x pushwire or marker coil. The solitaire x pushwire was found broken 1.1 mm from the distal end of the marker coil. A portion of the of the marker coil distal end with the broken wire was cut and sent out for scanning electron microscopy (sem) analysis. Per the sem analysis report, the fractographic features were consistent with a shear overload failure. Ductile rupture dimples were observed on the wire end. No other anomalies were observed. Based on the device analysis and reported information, the report of ¿separation¿ was confirmed. In this event, it is likely the pushwire separated as the device became stuck within the pre-existing carotid stent and was likely continued to be recovered against resistance. The solitaire x revascularization device IFU (instructions for use) provides the following statement: ¿contraindications - use of the solitaire¿ x revascularization device is contraindicated under these circumstances; patients with stenosis and/or pre-existing stent proximal to the thrombus site that may preclude safe recovery of the solitaire¿ x revascularization device.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.